Manufacturer narrative:
Patient and device information requested and will be provided in a follow-up report if received.

Event description:
Patient developed an area that looks suspicious for hidradenitis suppurativa after miradry treatment.